Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
This is for 7 unknown accolade ii stem revisions documented in the siris annual report 2023.